Event description:
It was reported by service report that the stair chair back rest was broken and would not hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.